Event description:
Reportedly, atrial threshold markers mismatch during pacing threshold tests (using wireless telemetry).

Manufacturer narrative:
Preliminary analysis showed that the reported issue resulted from an incorrect management in the process to display the position of the cursor during real time tests, under very specific conditions. There is no impact on device operations; the consequences are limited to the display issue during real time tests.

Event description:
Reportedly, atrial threshold markers mismatch during pacing threshold tests (using wirless telemetry).

Event description:
Reportedly, atrial threshold markers mismatch during pacing threshold tests (using wireless telemetry).